Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, when the hemopro was plugged into the power cord, it was noted the device was immediately on, "locked in the on position" and was described by the harvester as "glowing red almost immediately." The device was immediately disconnected. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot.(B)(4). Items marked "ni" are unk to us at this time.